Manufacturer narrative:
Patient information with regard to gender, age and weight was not provided. The doctor removed the sonicfill restoration and repeated the procedure using a different product. The product involved in the alleged incident was not returned; however, retain sample was tested yielding results meeting specifications. Retain sample met specifications.

Event description:
A doctor alleged that a patient had experienced the replacement of a sonicfill restoration due to microleakage.